Manufacturer narrative:
On (B)(6) 2017, it was reported that the customer's bg level remained high using a non-tandem pump for insulin therapy and the cause may be related to the vial of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-300s mg/dl). The cause of the high bg was not known and the customer thought that he may be becoming more insulin resistance due to age. A bolus via the pump and insulin injections were administered to address the bg level. After correcting for the high bg, at times, the bg would drop (36 mg/dl at its lowest) due to overcorrecting with the injection and pump. Glucose tablets, fruits and milk would be consumed to address the low bg. The customer reverted to using an alternate method for insulin delivery. The customer requested assistance from tandem technical support to put the pump into storage mode and declined further assistance.